Event description:
Patient had an esophagogastroduodenoscopy with a pill cam drop performed on (B)(6) 2026 and he returned the equipment on (B)(6) 2026. I then placed the box in the cradle and clicked 'download' on the pill cam software. As I went to read his pill cam study today, (B)(6) 2026, the study is nowhere to be found. I immediately called technical support. The technical support employee and myself looked on the pill cam software itself and also on the computer's hardware c drive where it was not found. Recorder box (B)(4).